Event description:
It was reported that a manual impedance measurement for the right ventricular (rv) lead high voltage bottom coil had a reading of greater than 200 ohms. It was noted that the reading was unable to be reproduced after that and all other vectors had normal readings. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 556845 implantable pacing lead (B)(6) 2004. (B)(4).